Manufacturer narrative:
Correction: to h6 coding for appropriate term/code not available should have been no findings available.

Manufacturer narrative:
Correction: b3 date should have been december 3, 2024, and g2 distributor should have been selected.

Manufacturer narrative:
The reported complaint of unexpected reset was confirmed. The device was received at backup mode of operation, which was discovered while device was still in the box. Analysis determined backup occurred due to bus error and hardware reset of the integrated circuit. Further testing with new firmware was not able to reproduce malfunction.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed unexpected reset prior to procedure on the implantable cardioverter defibrillator (ICD). The physician elected to replace the ICD. The patient was in stable condition.